Event description:
It was initially reported that during a pneumonectomy procedure, the surgeon clamped the exit of the pulmonary artery using the device. When they removed it, one of the staples bled. The surgeon sutured it stapling the artery's tip (only in the two distal tips). After the surgery, the pt woke up and it seemed that everything was ok. But one of the staples which was not correctly closed became opened. They tried to resuscitate the pt. But they were not able to stop the hemorrhage and the pt died. The device was discarded. Requested and received the following info: were there any problems firing the device? No. What was the quality of the tissue in the area where the device was fired? Normal pulmonary artery. Was a reoperation completed? Yes. What was the pt's pre-op diagnosis? Pulmonary carcinoma. Was the pt on any blood thinners? No. Is the date of death the same day as the initial procedure? Yes. Is an autopsy being done? No, it isn't. Did the surgeon inspect the staple line prior to completing the transection? Yes. It was correct. Additional info has been requested, but the surgeon is currently on holiday.

Manufacturer narrative:
Date sent: 08/12/2009. Info is unavailable; device was not returned for eval. Eval summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records or any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.